Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the disposable bipolar metz scissor. When supplying power to the product, an abnormal noise that sounded like "sparking" came from the working end. The customer could not use the device due to this malfunction. The surgical outcome and patient data was not provided. Additional information has been requested.

Manufacturer narrative:
Investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. After disassembling, a breakage of the ceramic components could be recognized. The points of the ceramic breakages exhibits no unusual structural conditions, no pores inclusions or foreign bodies could be found. According to the q-coordinator of the production plant, this breakage casued the failure and the mentioned noises. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: most likely, a mechanical overload situration or a drop caused the ceramic breakage. According to the IFU, this kind of instrument is designed for delicate ues only. No CAPA is necessary.